Event description:
The customer stated he was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 391 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime test passed. The initial high pressure test failed, but after performing the test with a new infusion set and reservoir, the insulin pump passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.